Event description:
A customer reported that blood was found in the internal pressure monitor lines of the system 10000 hemodialysis machine. Investigation relative to report of blood in the internatl pressure monitoring lines of hemodialysis hardware has shown that this can be related to blood striking through the transducer protector on the bloodline during patient use. No patient injury or medical intervention was reported.